Event description:
Reported as right side inflation.

Manufacturer narrative:
Sent to FDA 13/may/2008. Attempts to contact the reporter for further information have been unsuccessful thus far. A supplemental medwatch will be submitted if and when additional information is received. Device labeling addresses the possible outcome of inflation as follows: "if any unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately."